Event description:
She received a blood glucose reading of 102mg/dl and one minute later, a reading of 204mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.